Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the patient had been advised to turn stimulation down or off during bad weather days, which did resolve the reported issue. Patient weight was requested but was not provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient turned their device off and the issue was resolved by the next day. The stimulation was too high even at 0.00v. No further information was reported.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported when the barometric pressure changes, the patient¿s body knows it and they cannot adjust their stimulation to be comfortable. The patient turned off the implant and seemed to feel their nerves moving and pulses in their body. The patient stated during the last storm was very bad for her and they were getting another storm. No further complications were reported.